Event description:
The reporter stated, the surgeon inserted an eyeonics lens and the trailing haptic was torn. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated the likely cause of the lens damage was due to the mtc-60c fp cartridge.

Manufacturer narrative:
.